Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report an issue testing with the one touch ultra meter. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 7:30 pm, the pt had difficulty testing his blood glucose level using the reported meter. During troubleshooting telephone call, it was determined that pt was attempting to test while in the meter's memory mode. After the use of the meter, the pt experienced the symptoms of shaking and dizziness. The pt administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.